Manufacturer narrative:
This is the same patient and event as report #9610726-2007-00021.

Event description:
It was reported that a patient came in with pain. The surgeon took an x-ray and observed that the tibia plateau is loosening. Furthermore he stated, that the thread at the stem is broken.